Manufacturer narrative:
This supplemental report is being submitted to provide the updated aware date from 4/9/2026 to 4/8/2026. Corrected fields: b3.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had scope detection failure. The issue was found during inspection for use. There were no reports of patient harm.